Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date. A subsequent radiograph performed on an unknown date indicated osteolytic regions at both edges of the tibial tray; however, the surgeon noted no revision is indicated.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.